Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence since the suture was not returned for examination. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, after the fast-fix 360 delivery system t1 and t2 anchors were deployed, the suture cracked. The anchors were retrieved from the patient. A back-up device was available to complete the procedure. The surgery was not significantly delayed as consequence of the allegation. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.